Manufacturer narrative:
Device is not distributed in the united states. Device received at synthes (B)(4) and is in the eval process, no conclusion has been drawn.

Event description:
Device report from (B)(4) reported a plate broke post operatively. Pt had a fracture of the proximal humerus.